Event description:
Information was received from a patient regarding an implantable neurostimulator. Reason for call was that they couldn't recharge the ins they got a message device not found and got lost data. The patient mentioned due to not able to recharge the ins they stopped using it since (B)(6) 2024. Patient also mentioned that the stimulation tingle too much on their right leg and nothing on their right leg. When they cough there was too much blast of stimulation and it hurts their legs. Patient stated that they went to see a representative last wednesday, but they couldn't do anything because the equipment wasn't charged. Patient mentioned that they finally got the controller to work yesterday, but then it kept telling them that there was no device found. The patient mentioned they were able to charge the ins yesterday. During the call agent had the patient reset the controller and inspect the recharger antenna cord, plug, and controller port, but no visible damage was detected. Patient attempted to initiate a recharging session of the implanted device, but reported seeing no device found. Agent had the patient initiated a passive recharge and 82 was the middle number. The troubleshooting steps that were taken on the call resolved the issue. Patient will call back if needed further assistance.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.